Event description:
IV fluid may have have leaked from the bag above the pump and resulted in a "flesh of wore" with smoke where power cord enters the pump. This occurred while the pump was in use. No injury to the pt or nurse resulted. The pump was removed from use.